Event description:
Additional information was received which noted the device was also reprogrammed to unipolar pace and bipolar sense. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Numerous tests were performed which revealed impedance measurements up to greater than 3000 ohms. Rv noise, oversensing, and increased threshold measurements were also noted in unipolar configuration after the lead safety switch. The patient was not pacemaker depdendent. The device was reprogrammed to turn off the minute ventilation (mv) feature. No adverse patient effects were reported. The device remains in service.